Event description:
Finally became aware of problem with the phillips CPAP which I had been using since 2017. Developed lung problems and continue with lung inflammation. This has occurred since I stopped using the machine. I had also been using the ozone cleaning machine, which they say aggravated the problem. I use a new resmed airsense 11 but have had difficulty adjusting to the new machine. This has meant sleep loss and other health problems. Done at (B)(6). Reference report: #mw5149500.